Manufacturer narrative:
Correction to field e. Initial reporter. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker has depleted from 2 years and during the current checked, it was down to 3 months battery remaining. Additionally, this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Technical services consultant recommended replacement. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker has depleted from 2 years and during the current checked, it was down to 3 months battery remaining. Additional information received which indicated that this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Technical services consultant recommended replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field e. Initial reporter.

Event description:
It was reported that the battery of this pacemaker has depleted from 2 years and during the current checked, it was down to 3 months battery remaining. Additionally, this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Technical services consultant recommended replacement. Furthermore, this device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e. Initial reporter.

Event description:
It was reported that the battery of this pacemaker has depleted from 2 years and during the current checked, it was down to 3 months battery remaining. Additionally, this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting prematurely. Technical services consultant recommended replacement. Furthermore, this device was explanted. No additional adverse patient effects were reported.